Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable staining results with the ven anti-her2/neu [4b5] rm pab-us export for a patient sample tested on the benchmark gx system. The initial result was negative. The repeat result was positive. The fluorescence in situ hybridization (fish) testing result was positive.